Event description:
It was reported that customer experienced cgm error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset for both g7 and g6 sensors with guidance from technical support, did not see cgm error again after reset, and successfully started sensor sessions.